Event description:
It was reported that pump experienced malfunction during software update and caller was also unable to power pump off. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was instructed to use multiple daily injections as backup insulin therapy.